Event description:
A home pt (hp) contacted baxter's tech service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during fill 4/5 of their automated peritoneal dialysis therapy. Reportedly, a supply bag had run out of solution during therapy, so the hp disconnected the empty bag from the supply line of the homechoice set and connected a new bag to the same supply line. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp.